Manufacturer narrative:
Zimmer biomet complaint number (B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 3007963827 - 2018 - 00140, 3007963827 - 2018 - 00141.

Event description:
It was reported that the patient underwent right knee arthroplasty one month post-implantation. Subsequently, the patient developed an infection and was revised. No additional patient consequences were reported.